Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded oversensed noise on the right atrial (ra) channel. Technical services (ts) was contacted and reviewed the data. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.